Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Glass break on cement vial. Patient consequence? No.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary product not returned for investigation. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - DHR reviewed. 1 unrelated non-conformance on this batch. Final micro and sterility tests passed. Complaints review: a complaint database search on the provided lot number found 5 additional reports related to ampoules breaking irregularly. There are an additional 3 unrelated complaints. Total complaints for this lot number: 9 (related:(B)(4) unrelated: (B)(4) ). If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.